Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found that the distal end cover of the subject device was cracked. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus india. Olympus india checked the subject device for evaluation. It was confirmed the reported phenomenon which the distal end cover of the subject device was cracked. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be specified the cause of the reported phenomenon. However omsc presumed from the followings there was the possibility this phenomenon was attributed to physical stress or the like for the subject device. -based on the report of olympus india and evaluation showed traces physical stress as below: *the distal end cover was cracked *the bending rubber glue was scratched *control cover was scratched -the instructions for safe use (IFU) states about cautions the user against applying physical stress to devices. -in the former similar case, it had been presumed the cause by physical stress or the like. If additional information becomes available, this report will be supplemented.